Event description:
The physician placed a peg tube into the pt's mouth. It was reported that during the procedure the feeding tube detached at the dilator connector joint and one portion of the tube remained in the pt's stomach. The tube was immediately retrieved with forceps. Two days later another peg was placed successfully. No further complications occurred. Actual product evaluation was not recorded, as the device was not returned for analysis.